Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. In addition, it was reported that the pump battery fully depleted due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was high mg/dl. Reportedly, the customer administered a manual injection to address bg level. The pump was reset, and the customer continued to use the pump for insulin therapy.